Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. When the paramedics arrived a blood glucose reading of 20 mg/dl was obtained and the customer was then given glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader, cable, and adapter were reviewed and the dhrs showed the libre reader, cable, and adapter passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reader (B)(6) was returned and investigated. A visual inspection was performed on returned reader, revealing a minor usb port damage. The returned reader did not turn on with button, strip, or universal serial bus (usb) cable insertion.the returned reader was connected to a computer and the reader was not recognized. Attempt to charge the reader using with the usb port insertion was unsuccessful. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s usb port pins revealed that the pins lifted off the solder pads. The damaged to the usb port is affecting the reader's ability to charge and connect to the pc. Placed reader into the reader test fixture to download reader log.therefore, this issue is not confirmed to use due to poor connection to the printed circuit board assembly (pcba) by damage usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced loss of consciousness. When the paramedics arrived a blood glucose reading of 20 mg/dl was obtained and the customer was then given glucose injection. There was no report of death or permanent impairment associated with this event.